Manufacturer narrative:
Block a: additional information was received stating that there was no patient involved in this event. The malfunction occurred during pre-use testing. Date of device manufacture year is 1999. The month of manufacture was march. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ge healthcare service representative disassembled the a-bb block. And fixed the leak in a-bb (bellows block).

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture is currently not available. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during pre-use checkout, unit didn't pass the leak test. There was no reported patient involvement.